Event description:
It was reported that using an unknown device that a clinician received a contaminated needle stick injury. The clinician was evaluated in the emergency department and was treated with prophylactic medication. It was also reported that the clinician became ill because of the medication side effects. No further information was available from the initial reporter. Of note, on the customer's initial report, the device, catalog, and lot numbers for this incident were unknown. Additional information was received from the customer on 05/11/2015. The customer referred to a bd safetyglide insulin syringe with catalog number 305932 as a device with a potential "activation issue", however the lot number remains unknown. Although it is not certain what device the clinician actually obtained the needle stick injury from, bd has listed this as the possible device. Therefore, bd has listed this as the possible device. Therefore, bd has identified where this catalog number was manufactured and had included it accordingly within this report and within the actual complaint file itself.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).